Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. Root cause could not be determined, however the possibility that inappropriate sample processing or an unexpected vitros troponin I es reagent performance issue had contributed to the results could not be ruled out. The investigation found no evidence to suggest the customer's vitros 5600 system had malfunctioned.

Event description:
The customer obtained non-reproducible, higher than expected, vitros troponin I es results for two different patient samples processed on the vitros 5600 integrated system. Patient 1: vitros troponin I es result of 0.140 ng/ml vs. Result of <0.012 ng/ml. Patient 2: vitros troponin I es result of 0.135 ng/ml vs. Result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory. There were no reported allegations of patient harm. (B)(4).